Manufacturer narrative:
1. The alleged false negative result occurred on fhc-102 product. End customer stated that they had multiple incidents where patients had positive pregnancy tests at home, and when admitted to the ward, the pregnancy tests were negative. We have been doing blood tests to confirm the result, and these have come back confirming the patient is positive for pregnancy, meaning our tests are giving false negatives. Review of the information provided did not identify any evidence of misuse. No deviations were noted regarding product and specimen storage, handling, or testing technique. 2. The batch record of 0000996239 was reviewed, the quality control release data met release specification; no deviation was observed in the finished product, semi-finished strip as well the strip components manufacturing process. 3. The retain product investigation was performed on lot 0000996239. Performed visual inspection for the packaging and devices, 10 retain products was intact. 5 retained devices were tested with 25 miu/ml hcg urine and 5 retained devices were tested with high hcg clinical urine samples; results were read at 3 minutes. All retained devices showed expected positive results. False negative results were not observed. 4. Unable to determine assignable cause: the complaint investigation provided insufficient objective evidence to determine the most probable identifiable factor to assign any other available cause code. 5. The device was involved in the reported event as described by the complainant. The device was used for diagnostic purposes and the user reported the device generated a false negative. 6. No death or injury reported in the complaint, the event is related to product result, the reported issue was not replicated during investigation, and therefore no product deficiency was identified by the investigation. The complaint is tracked and trended on a monthly basis.

Event description:
(B)(6) 2025: customer service specialist ((B)(6)- abbott employee) on behalf of the quality specialist supporting national procurement at (B)(6) emailed technical support (ts) to inform them that they have received a complaint from one of the health boards with the following information. See attachment: " (B)(4)-intalke email and minimum information" allegation: end customer stated that they had multiple incidents where patients had positive pregnancy tests at home, and when admitted to the ward, the pregnancy tests were negative. We have been doing blood tests to confirm the result, and these have come back confirming the patient is positive for pregnancy, meaning our tests are giving false negatives. We have used different batches of these tests to make sure it is not one faulty batch. We are hoping to have replacements for these tests if possible. Information about product/service ndc product catalogue description: pregnancy test kit alere hcg cv506788c 1 x 20 ndc product manufacturer name: abbott rapid diagnostics ltd. Ndc product manufacturer part number: cv506788c. Ndc product: (B)(6). Order/event date: 17oct2025. Batch/lot no: 0000996239, 0000994862.